Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy for svt. Device interrogation revealed that the device functioned as programmed. The physician elected to reprogram the device.

Event description:
New information received states that the patient presented in clinic after receiving inappropriate high voltage therapy for a super ventricular tachycardia. Programming changes were made. Patient monitoring will continue.

Event description:
New information received notes that the patient received inappropriate therapy for supraventricular tachycardia. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.